Manufacturer narrative:
Updated reporting to include UDI in section d. Updated fields: b4, d3, d4, g1, g3, g6, h1, h2.

Manufacturer narrative:
Unknown disposition.

Event description:
The manufacturer was informed of this event through the patient tracking department. Based on the information reported in the patient implant form, a memo 4d annuloplasty ring 4dm-30 was implanted and explanted on (B)(6) 2020. No further information is presently available. No allegation of any device malfunction nor of a serious injury was received from the site regarding this event.

Event description:
The manufacturer was informed of this event through the patient tracking department. Based on the information reported in the patient implant form, a memo 4d annuloplasty ring 4dm-30 was implanted and explanted on (B)(6) 2020. No further information is presently available. No allegation of any device malfunction nor of a serious injury was received from the site regarding this event. Per additional information received, the manufacturer was informed that the memo 4d was removed due to sizing and replaced with an edwards ring. Based on the medical judgment received, there was no malfunction in the ring, the initial repair was deemed not satisfactory and thus requiring a different size of the ring. As reported, there was no adverse consequences for the patient.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the ring was discarded no further investigation can be performed at this time. However, based on the medical judgment received, the root cause of the reported event can be attributed to the procedure (repair not satisfactory and thus requiring a different ring size) and not to the device. H3 other text: device discarded.

Event description:
The manufacturer was informed of this event through the patient tracking department. Based on the information reported in the patient implant form, a memo 4d annuloplasty ring 4dm-30 was implanted and explanted on (B)(6) 2020. No further information is presently available. No allegation of any device malfunction nor of a serious injury was received from the site regarding this event. Per additional information received, the manufacturer was informed that the memo 4d was removed due to sizing and replaced with an edwards ring.